Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support of rp the patient was critically ill with an open chest and requiring multiple blood products, with primary hemodynamic influence being hypovolemia. Chest tubes have outputs > 3 liters. The patient was administered two units of packed red blood cells and platelets. Staff reviewed reduction in purge heparin. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.